Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported as the patient had eaten unclear food. As the cause of peritonitis was not medically confirmed, the cause of peritonitis is being assessed as unknown. On an unreported date, the patient was hospitalized for the event of peritonitis. Treatment for the event was not reported. At the time of this report, the patient was not recovered from this peritonitis event and remained hospitalized. On an unreported date, the dianeal therapy was discontinued and the patient switched to hemodialysis temporarily. Additional information was unable to be obtained as the reporter declined consent for further follow up.